Event description:
Report received of a pt death while device was in use. At an unspecified time, the pump was programmed in the continuous +pca mode to deliver 1mg/ml of morphine in 50ml at a continuous rate of 1.0 mg/ml, with a 2mg pca dose, a 10 minute pca lockout and a 13mg 1 hour limit. Reportedly at 1850, the pt was found unresponsive. Unsuccessful resuscitation attempts were made. The pt expired at an unspecified time. The customer contact stated there is "nothing to suspect the device did not work correctly." Though requested, no additional info was provided.